Manufacturer narrative:
(B)(4). The returned guidewire had its coil wire elongated originating from the proximal solder located at 50 mm from the tip. Approximately 41 mm distal to the proximal solder, the core wire was found fractured. The coil wire remained unfractured. The separated core wire was slightly curved, showed spiral marks on the shaft, and had a flat fracture surface. These findings suggested that the core wire was fractured due to accumulated torsional force. At the distal end of the elongated core wire, a ball tip was remained attached. Around the core wire fracture, plaque-like substance was attached. The substance was removed by bleach and the distal portion of the guidewire was observed. As seen on the proximal side, the distal side of the core wire fracture showed spiral marks on the shaft and a flat fracture surface. The inner coil wire was stretched, twisted, and detached from the middle solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed focally accumulated torsion that exceeded the product's design limit was inadvertently applied while the guidewire tip was trapped by the cto lesion. The coil wire was assumed to be elongated along removal of the guidewire from the vasculature. There was no indication of product deficiency. When the device was returned to the manufacturer, reportable malfunction was recognized; thus, the date of awareness was considered as the date the device returned. IFU states that: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, an asahi guidewire was used and turned right and left to pass the lesion in the tibial artery. The occlusion was not hard: mid to soft. When the guidewire was pulled back, it was noted that the tip coil was wound up. All the pieces were still connected on the wire. There were no adverse patient effects.